Event description:
Procedure: urological/gynecological. Reportedly, the pt underwent treatment for pelvic organ prolapse. Allegedly, the pt has experienced pain and injury, has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).